Manufacturer narrative:
The product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
During a cataract surgery, the doctor observed the exit of a particle from the micro incision needle of the phacoemulsification pack into the patients eye. The surgery was prolonged while the particulate was removed from the eye. Additional information regarding patient outcome has been requested but not yet received.